Event description:
It was reported that the patient had a device replacement about a year prior to this report. It was stated that at that time, two contacts were "compromised," but were able to be programmed around. It was noted that there was "no stimulation sensation." It was reported that impedances were >10000 ohms on all contacts except one. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead.

Event description:
It was noted the patient had been happy for ¿quite some time¿ with the two contacts and was getting good pain coverage. It was noted that ¿all of the sudden the patient doesn¿t have stimulation.¿ it was noted the patient had a replacement 1 year ago. It was noted the ¿bad contacts¿ had been damaged at replacement.

Event description:
Additional information received reported that the lead was replaced (B)(6) 2013. It was noted that impedances were over 10,000 and there was no stimulation before replacement. It was noted that the patient was receiving effective stimulation as an outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).